Manufacturer narrative:
Lot 12400540: UDI (B)(4). The conformable gore tag thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoprosthesis-improper placement and branch vessel obstruction. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent an endovascular repair of a thoracic pseudoaneurysm using gore&#59395;ctag&#59412;thoracic endoprostheses (tgu343410j/14864886, tgu343410j/14864885). After the ctag deployment, tgu343410j/14864885 partially covered the left common carotid artery (lcca) unintentionally. A metallic stent was implanted in the lcca to restore the blood flow. The cause of partially covering was unknown. The patient tolerated the procedure. No further information was obtained.